Event description:
Upon retraction of the jacket, the contralateral pull wire got caught on the hooks of the superior attachment system. It was resolved. Difficulty was encountered advancing the contralateral wire. Bilateral wall stents were placed to resolve leaks.